Manufacturer narrative:
The technician replaced the brake bearings and brake caster wheel to resolve the issue. This MDR is a result of CAPA activity for the retrospective review of complaints.

Event description:
Technician alleged that the brakes will not hold. No injury reported.